Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to a memory corruption error. Review of the memory diagnostic report noted that there are no more corrupt addresses in the device. It was confirmed that the cause of the memory corruption on this pulse generator is not a hardware issue. After device analysis, the cause of the memory corruption is unknown.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. It was also reported this patient underwent a magnetic resonance imaging (MRI) last december and it was noted this system is MRI non conditional. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. It was also reported this patient underwent a magnetic resonance imaging (MRI) last december and it was noted this system is MRI non conditional. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. It was also reported this patient underwent a magnetic resonance imaging (MRI) last december and it was noted this system is MRI non conditional. No adverse patient effects were reported. At this time, this device remains in service.